Manufacturer narrative:
Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the pump and transmitter regained connection. No additional patient or event information was available.